Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic for the routine follow up, lead noise causing inappropriate automatic mode switch (ams) episodes was observed on the right atrial lead. The noise was reproduced with left arm movements. No programming changes were made. The patient was stable and will be continued to be monitored.